Manufacturer narrative:
The loudspeaker cable on the complaint device was found to be loose. The field service engineer recommended securing the loudspeaker cable on the complaint device as a resolution to the customer complaint. The cause of the loose speaker cable connection was unknown.

Event description:
The customer contacted the customer care solution center and alleged that no sound was coming from the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered.